Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Evaluation of the device found no faults physically and could not duplicate the problem reported. Found no faults with the pump.the reported issue could not be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump will not power up with rechargeable batteries. No patient injury was reported.